Manufacturer narrative:
(B)(4).

Event description:
On 09sep2019, a letter was received from the food and drug administration (FDA) medwatch # mw5088962 in which a physician reported a patient (pt) diagnosis of corneal ulcer while wearing the acuvue® oasys® brand contact lens. The physician reported the left eye (os) corneal ulcer was due to the pt sleeping in the lenses. No further information was provided. The physician and patient contact information are unknown. No additional information has been received or is expected to be received. It is unknown if the suspect contact lens is available for evaluation. The lot number is unknown. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.